Event description:
It was reported that the patient is planned for a full system replacement for unknown reasons. It was discovered that the replacement was due to suspected lead break as impedance was high. The patient was also having an increase in seizures which was the reason the neurologist wanted to check the device. The patient underwent a full replacement but the explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The generator and lead were received for analysis. Product analysis on the lead was completed and approved. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Due to metal dissolution, mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism of other strands cannot be ascertained. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Outer and inner silicone tubing abraded openings were also observed. Fluid was also observed in the openings of the inner and outer tubing abrasions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis for the patient¿s generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.